Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 16457, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification showed that catheter was used for 1 injection. The catheter passed the performance test as per specification. Dissection showed that guide wire lumen kinked on 1.4520 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.